Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that her unit is not charging. The patient stated the recharger won't charge or do anything and the screen is blank. The patient stated they have tried to plug into the implant and nothing is responding. The patient stated she has to recharge every morning and every night and cannot understand why it will not hold a charge for 8-9 hours. The patient stated the device depletes every day. The patient was advised to remove batteries and put back in. This did resolve the issue. No further complications were reported. No patient symptoms were reported.